Manufacturer narrative:
H6; the reported event, for bur breakage, was confirmed, a partial piece of a bur was returned for evaluation. As only a partial piece of a bur was returned further evaluation of this partial piece of bur was not possible. As a result, a cause for the bur breakage could not be determined in this case. The quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the bur broke in the attachment. It was also reported there were no delays and no adverse consequences as a result of this event. No further information was provided.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the bur broke in the attachment. It was also reported there were no delays and no adverse consequences as a result of this event. No further information was provided.